Event description:
It was reported by the customer that the device had damaged sensor on ail board. Customer requesting warranty part to be shipped so the repair can be completed by biomed. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the damaged sensor on the ail board was confirmed based on a photograph provided by the facility of the air in line (ail) sensor removed from the pump module. The image showed that the air in line assembly sensor was damaged, with the op1 sensor diode broken and the component held to the circuit board solely by solder connections. The motor stall - ail assy broken op1 issue was escalated via dir# 10000433430. Inspection and testing of the suspect pump modules could not be performed because the devices were not returned for investigation. Log analysis of the event and error logs from the suspected device could not be performed because the device was not returned for investigation and the facility did not provide the associated logs. The bd alaris¿ system with guardrails user manual v12.3.2 states to not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The notice mms-24-5134-fa of bd alaris¿ pump module and bezel kit assembly states that if an alaris¿ pump module has been dropped or severely jarred, the device should be removed from use immediately and thoroughly tested and inspected by qualified service personnel. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, which provides the mechanical foundation for critical pumping components. This damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the damaged sensor on the ail board could not be determined. Although the facility provided photographic evidence confirming the air in line (ail) sensor damage, inspection and laboratory testing could not be conducted as the device was not returned for further investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the device had damaged sensor on ail board. Customer requesting warranty part to be shipped so the repair can be completed by biomed. There was no patient involvement.